Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell the other day and it felt like it unsettled their bladder because they started wetting again. Patient said they went a whole week with no pad on because it wasn't getting them wet but they have been wearing one ever since they fell and it's been soaking wet. Patient increased the stimulation yesterday from 1.1 to 1.6. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment with healthcare provider on (B)(6). The patient reported urinary symptoms. On (B)(6) 2025, additional information was received from the hcp. They reported that the cause of the return of symptoms was unknown. The issue was not yet resolved. The fall's effect on the implant was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va330mw, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they brought up that they fell and it was messing up; they couldn't feel anything and had all kinds of trouble. They thought the leads had come loose or misplaced because it wasn't working. They saw hcp last week and they had an ultrasound and they adjusted it. They could feel the stim sensation and it's working better now. However; they're still not getting 50% of relief.